Event description:
Caller from account reported that unit had a free flow on station 1. The caller stated that tubing is prestretched and rotors are turned during set installation. Installation of a new transfer set corrected the situation, but the caller insisted on swapping out the unit, which was done. The discarded transfer set (lot h96g25247r) sent also. No pt involvement.